Manufacturer narrative:
The pinch valve tubing that was replaced by the field service engineer was sent for an investigation. The investigation determined there were no issues with the pinch valve tubing. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer checked a sipper probe and made an adjustment. He performed a liquid flow path cleaning three times and prepared the measuring cells. He performed an instrument check with acceptable results. He verified the sample probe was ok. He visited the customer again and replaced the pinch valve tubing for measuring cell channel 2. The customer did not report any further issues. The investigation determined the service actions resolved the issue. (B)(6).

Event description:
The initial reporter received questionable elecsys ferritin, elecsys probnp ii stat immunoassay, elecsys cortisol ii, and elecsys prolactin assay results on a cobas 8000 e 801 module. The customer provided results for eight patients. From these eight patients provided, seven questionable results were reported outside the laboratory. The customer performed repeat testing for confirmation. Ferritin reagent lot number was 435729 with an expiration date requested but not provided. Probnp reagent lot number was 435928 with an expiration date requested but not provided. Cortisol reagent lot number was 440981 with an expiration date requested but not provided. Prolactin reagent lot number was 379944 with an expiration date requested but not provided.